Event description:
The customer reported an interlock failure. This error will prevent the system from booting to a usable state or lock the system up. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse on the 24 vdc power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.